Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient's dexcom device stopped working. The issue was related to the mobile application. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation of a loss of connection was confirmed. A root cause could not be determined.